Manufacturer narrative:
Concomitant products: product ID 37791, lot # unknown, product type recharger; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2015, product type lead; product ID 37791, lot # unknown, product type recharger; product ID 37791, lot # unknown, product type recharger. (B)(4).

Event description:
Information received from a consumer reported that she had met with manufacturer representatives at her doctor's office for an implantable neurostimulator (ins) reset because her ins was dead. The issue had occurred during use in (B)(6) 2015 and there were no symptoms. Later in (B)(6) 2015, the consumer was having difficulty charging and was unable to charge. She was getting zero coupling boxes. The antenna was positioned over the ins then dropped one half to one inch below the incision and the consumer got the poor coupling screen. Repositioning the antenna did not resolve the issue. It was noted that the consumer was able to communicate with the ins using another device. Antenna locate was performed and a recharge session was attempted but this did not resolve the issue. The consumer saw 78-76 with antenna locate but got zero coupling boxes. The consumer had been feeling sudden pain since she could not get her ins to charge. The ins was almost dead. It was noted that the recharger antenna was damaged. A replacement antenna was ordered. The patient later reported having difficult time with the programmer and recharger since implant. The patient met with the reps and they were able to use their clinician programmers and got the stimulation back. They all said that she had to go home and recharge. The patient lost stimulation several times. The patient met with the reps and got the stimulation back then when she woke up it stopped. The patient also reported poor communication with her programmer. The patient was not able to use her programmer as well. She got the poor communication screen. It had not been dropped or gotten wet and had never changed the batteries. It was recommended getting aaa alkaline batteries. The consumer&#38112;indication for use was noted to be spinal pain. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that a replacement took place due to the overdischarged ins on (B)(6) 2018.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Manufacturer representative reported the cause of the overdischarge was not known. No further complications reported/anticipated.